Event description:
It was reported, the patient presented at the hospital with dizziness. Upon interrogation, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead, and episodes of pacemaker mediated tachycardia (pmt) were noted on the device. Lead damage was suspected. Technical support was contacted and lead replacement was recommended. The rv, ra leads and device were explanted and replaced to resolve the event. The patient was stable.